Event description:
It was reported that the pump exhibited error code 1260 when powered on. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3 unknown. One device was returned for analysis. Visual inspection showed that he downstream sensor and upstream sensor seal were contaminated by fluid ingression. Review of the event history log (ehl) was not performed due to error code 1260. A functional test was performed, and the reported issue was duplicated. The probable cause of the reported issue was due to damage. As a result, the microprocessor unit board was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.